Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated after inserting the sensor into the abdomen on (B)(6) 2019, they started to feel extreme pain and discomfort in the rib area at around 11:00pm. The patient described the pain was equivalent to the pain of having a kidney stone. On (B)(6) 2019 at 4:00am, the patient went to the emergency room (ER) due to the pain. They indicated that when they arrived at the ER, the sensor was removed, and an x-ray was performed to rule out any object being found in the area. The x-ray image result did not find any foreign objects; however, the patient mentioned there were three puncture marks at the sensor insertion site. No other treatment was provided to the patient and at the time of contact, the patient stated the affected area was sensitive to touch. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.